Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation. A full inspection of the instrument was performed with no damages found to external features. Electrical continuity testing was performed and passed. Jaw gap and grip force inspections passed. The instrument was also tested for confirmation of energy delivery and passed. No trouble was found. This instrument was not used on a patient in a clinical setting; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during an internal lab procedure, the endowrist one vessel sealer instrument was in seal mode throughout the energy delivery cycle. The vessel was inspected for tissue effect before cutting and was not satisfied. The vessel was reclamped and sealed again for 8 seconds. The instrument was in seal mode throughout the energy delivery cycle. The user cut and had an immediate seal failure. The vessel was small, estimating around 3mm and fully skeletonized. The vessel was clamped and bipolar energy applied by the fenestrated bipolar instrument, followed by another seal with the vessel sealer, stopping the bleeding.